Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3, while the hp was connected. The supply bag fell and disconnected. The hp disconnected from the hc, closed all the clamps and cycled the power. The technical service representative (tsr) reviewed the proper procedures with the hp as per the user manual. The hp was going to use all new supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) noticed that the supply bag fell and disconnected during therapy. The cassette was not returned for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.